Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 3.5mmx31mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke in two pieces. The device was removed by simply pulling it out and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.